Event description:
It was reported to covidien in 2008, that a customer had an issue with a vistec sponge. The customer reported doctors open the vistec sponge all the way to 1 ply and wrap around gloved fingers for traction during soft tissue dissection. The weave of the vistec sponge appears loose causing the sponge to fray and come apart with minimal manipulation.

Manufacturer narrative:
Submit date: 11/11/2008. An investigation is currently underway. Upon completion, the results will be forwarded.